Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscal repair surgery, after deploying t1 of the fast-fix, the t2 deployed prematurely. Both ts were retrieved from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without suture or anchors. There was debris in the needle and the actuator was in the pre t1/post t2 deployment location, indicating it had been actuated twice. A functional evaluation found the device cycled as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.